Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 125 samples were taken from the current production (00001-16 assembly,8.0 mm, sheridan cf murphy trach lot # 3013818) at the manufacturing facility. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, defect reported "unable to inflate - cuff" was not observed in the current manufacturing process. A device history record review was not performed as no lot number was provided at time of report. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "ett was put into use on (B)(6) 2021 and it would not inflate". No patient involvement reported.